Event description:
In this event it is reported that raypex 6 gave incorrect measurements. The outcome of this event is unknown as of this MDR. Further information requested.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Device returned: investigation results: nc082560: akku (voltage breakdown) defect. File clip (cable broken) defect. Mainboard (measurement socket loose connection) defect. Charging unit and measurement cable checked, no fault found. Device scrapped on customers desire. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.